Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed air sensor. The product fault occurred during testing. There was no customer damage reported and the device issue was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated investigation summary: the affected device was returned for evaluation in used condition and decontaminated. Visual inspection performed. It had a missing battery door, worn dso seal, and worn uso seal. Performed functional testing. The customer's reported problem was duplicated. During functional test the air detector failed. The reported cause was from the inoperable air detector, which was replaced to correct the issue. Dso seal, uso seal, optic switch, battery door, keypad, overlay gray, and rear label were also replaced. Device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.